Manufacturer narrative:
Additional information can be found in concomitant medical products. The device was not received by the manufacturer, therefore, no device evaluation was performed. However, a device history review (DHR) was conducted and showed no non-conformances found that would have contributed to the reported complaint. No additional information is available at this time.

Manufacturer narrative:
The device is expected to be returned for evaluation however it has yet to be received. As additional information is obtained, a supplemental report will be submitted.

Event description:
It was reported, on an unspecified date, the extension set disconnects at the connection points and can spray chemo chemicals on patient and staff. The event was reported to have occurred during patient use. There was unknown patient harm reported. As additional information becomes available, a supplemental report will be submitted.